Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that on multiple occasions customer experienced resistance when trying to remove air from syringe after removing air from cartridge. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer was able to successfully load a cartridge.